Manufacturer narrative:
(B)(4). The analysis results of the er320 device found that it was received with the jaws misaligned and in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws scissor clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, the device delivered clips that were not aligned and not stable. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What shape were clips that were not aligned? Malformed? Scissored? What is meant by "clips not stable?" Please provide more specific detail. For example, were clips applied to tissue and then came loose from tissue? If clips came loose, was there any bleeding or leakage from vessel? If bleeding, please quantify amount of bleeding and was patient given any blood products and was there any change to procedure or post-op patient care? Was cholangiogram done on procedure?